Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pump set had sterility issues connected to "unsolved infection events". The following information was provided by the initial reporter: "they had an area in the hospital with a unsolved infection events, where many of the alaris sets are in use". "Unsterile products might be the cause of those infection events."

Manufacturer narrative:
Investigation summary this complaint was raised due to the customer indicating that they had experienced unsolved infection events which they suspect might be linked to the recent field safety corrective action (fsca) - mds-21-4072. In this instance, further details pertaining to the alleged infection events have not been provided to assist the investigation and therefore it was not possible to determine if the unsolved infection events may have been linked to the sterility of the bd products. In particular, no specific model codes or lot numbers are available. This complaint has been linked to mds-21-4072-sa, however there was no evidence that this was complaint was linked to the sterilization issue. CAPA number (B)(6). Bd is performing a fsca based on a notification from a 3rd party sterilisation provider that they had intentionally falsified sterilisation process records. Although bd has taken this action, please note that there have been no confirmed complaints relating to the sterility of the products included in the fsn to-date.

Event description:
It was reported that the unspecified bd alaris¿ pump set had sterility issues connected to "unsolved infection events". The following information was provided by the initial reporter: "they had an area in the hospital with a unsolved infection events, where many of the alaris sets are in use." "Unsterile products might be the cause of those infection events."